Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. The patient uses insulet omnipod5 in modified closed loop. According to the patient, on (B)(6) 2025, the cgm alerted her she was at 53 mg/dl then it went down to 40 mg/dl; there was no bg values checked at this time. The patient self-treated by drinking juice. The patient started to feel sweaty and had high anxiety. After 20 minutes of drinking the juice, the patient took a fingerstick. The patient stated her bg was around 200 mg/dl and the egv was around 100 mg/dl difference but was unable to recall the exact values. The patient attempted to calibrate the cgm; however, it was unsuccessful. The patient took herself to the emergency room (ER), upon arriving at the ER her bg was now 326 mg/dl and her cgm was high. She was no longer experiencing any symptoms, she was given intravenous fluids for hyperglycemia and discharged after 7 hours. She was advised to remove the sensor. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient self-treated. The reported glucose values fall within the b zone of the parkes error grid after drinking juice. The reported glucose values fall within the a zone of the parkes error grid after arriving at the ER. The data investigation found a difference in values that fall within the b zone of the parkes error grid. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.